Event description:
It was reported that on (B)(6) 2014, the patient felt their pain symptoms return, as well as symptoms of withdrawal later that day. Over the following hours the patient could hear the alarm intermittently. The patient attended the emergency department and the pump was interrogated on (B)(6) 2014, indicating a motor stall occurred on (B)(6) 2014. The pump was interrogated again on (B)(6) 2014 and a ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2014 as noted on the pump logs. A pump replacement was planned for (B)(6) 2014. It was noted there was patent injury and the patient status was reported as not fully recovered. The medication being delivered by the pump system was hydromorphone and clonidine.

Manufacturer narrative:
Analysis of the pump (B)(4) found the motor stall was due to corrosion, wear, lubrication and/or shaft-bearing. There was corrosion on gear wheel 3 and shaft wear on the upper shaft of gear 2. The motor stall had recovered. (B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.